Event description:
It was reported that prior to surgery the patient's vns impedance was ok but very close to being low. Then, after the generator was replaced, low impedance was seen on system diagnostics. Pin reinsertion troubleshooting was attempted but the low impedance persisted. The surgeon replaced the generator and did not replace the lead at that time. No additional relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
During a programming history database periodic review it was revealed that low impedance was observed for this patient prior to the replacement surgery in (B)(6) 2021.